Event description:
The hosp reported to co that there was a burn under the ground pad that was discovered when removing the pad. The surgeon had difficulty achieving the power desired so the settings were increased. Co's instructions clearly indicate the pad should be checked before the settings are increased. Treatment required was silvadene application. Wound was packed/covered.